Manufacturer narrative:
Per additional information received, the unit was over delivering by a lesser amount then previously determined. The value delivered is within specification and was not hazardous. The initial report was not a reportable malfunction. . H3 other text : per additional information received, the unit was over delivering by a lesser amount then previously determined. The value delivered is within specification and was not hazardous. The initial report was not a reportable malfunction. .

Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The adjustable pressure limit (apl) valve was recommended for replacement to resolve the reported issue.

Event description:
The hospital reported a malfunction of the adjustable pressure limit valve causing an over delivery of pressure in the patient circuit. There was no report of patient injury.